Event description:
It was reported that the right atrial (ra) lead insulation was damaged in two areas. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead implanted 2005-(B)(6). (B)(4).